Event description:
In (B)(6) 2009, the patient first began treating with the surgeon for back pain. In approximately (B)(6) of 2009, during her second office visit, the patient was told by her doctor that she needed to have surgery. On (B)(6) 2010, the surgeon performed spinal fusion surgery on the patient, fusing l3-l4, l4-l5, and l5-s1.rhbmp-2/acs was implanted. Immediately following the surgery, the patient began experiencing complete numbness in her left leg, in addition to extreme pain and cramps that had not been present prior to the surgery. Following the surgery, this new pain and symptomatology never resolved or subsided. Surgeon performed a second surgery on patient's back in the s-1 region. Rhbmp-2/acs was also implanted during the surgery. In (B)(6) 2010, the patient informed that she could still not feel her left leg. Since the surgery of (B)(6) 2010, the patient has broken several toes due to an inability to walk properly. Additionally, she continues to have unresolved pain and numbness issues in her leg and back.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.